Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had crack on their insulin pump. It was reported that the damage was on the reservoir. The customer's blood glucose level was reported to be 70.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be returned and replaced. No further information provided.